Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was not duplicated, however a latch lock sensor issue was confirmed. The cause of the reported issue was unknown. As a result, the latch lock sensor was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. The device passed testing following the repair.

Event description:
It was reported that the pump exhibited a dead clock battery. During physical inspection, it was found that there was a latch lock sensor issue. There was no patient involvement, no patient injury was reported.